Event description:
It was reported, the video system center displayed an error e333 and had a faulty touch panel. The issue occurred during an unspecified procedure and was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 (two) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Although there is evidence that says that this issue occurred, the device was put in a simulated operating environment to reproduce this issue with no success. Based on the results of the investigation, a definitive root cause for this issue cannot be stated. Olympus will continue to monitor field performance for this device.